Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into both stations and connected successfully without any issues, verified that the database synchronization status on both devices was current and accurately reflected the present time. Tss asked customer for further investigation. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was in disconnect mode. Customer tried to reboot the station bus issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.